Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu/erbe) to perform the failure analysis. The erbe was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. The erbe had no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) activation was being interrupted with the errors c-34 and c-00. The customer tried restarting the erbe, but the issue persisted. The customer has also changed the energy cables. The customer had reused the old erbe which was previously replaced as a part of the component preventative maintenance. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue but replaced the erbe to correct the reported problem. The system was tested and verified as ready for use.